Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Pump passed the stop current and run current tests. Unable to perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. No motion sensor test failure alarm noted. Pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motion sensor test failure. The alarm occurred when they were changing out the reservoir. The customer stated they had a magnetic imaging resonance. They had removed the device before the test started. The customer¿s blood glucose level during the incident was 153 mg/dl. Troubleshooting was performed. When the customer attempted to rewind the insulin pump, the alarm reoccurred. The customer also stated that they had a blood glucose level that was 299 mg/dl earlier in the day. They had treated with the insulin pump. They declined troubleshooting for the high blood glucose. The device will be returned for analysis.